Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had significantly different values on their glucose sensor compared to their insulin pump. The customer states that they collapsed in the shower due to their low blood glucose level and treated it by drinking juice. Customer will call again to trouble shoot if problem persists. No further information was provided.